Event description:
Pt on insulin drip. Rn noted that fluid in buretrol was not going down, no alarm noted pump appears as if infusing. Pt glucose was 107 then increased to 228 & 182. Fluid: insulin in normal saline; rate unknown. Line: peripheral intravenous.